Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported "mastectomy and left side reconstruction with implant. Ultrasound imaging investigations revealed suspected rupture, confirmation of event during surgery." The device has been explanted.

Event description:
A healthcare professional reported, "mastectomy. And left side reconstruction with implant. Ultrasound imaging investigations revealed, suspected rupture. Confirmation of event during surgery". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening sharp assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease fold observed, in the shell. No further actions are required, as the device was implanted.